Event description:
It was reported that the pacemaker-dependent patient presented in-clinic for a routine interrogation. Upon interrogation, the device appropriately responded to noise associated with external electromagnetic interference (emi). During this period, loss of pacing was observed. The patient had entered a pool during the time of the occurrence and experienced lightheadedness. The patient was able to exit the pool and therapy was averted. The physician elected not to make any programming changes. The patient did not receive inappropriate high voltage therapies and the patient's condition was fine during the interrogation.